Event description:
Consumer reports having "2 separate utis with use of the ultram14c during the beginning of this year (B)(6) and (B)(6) 2023, unknown qty, unknown mu, unknown lots." He states earlier this year he was sent the ultram14c instead as he had an issue with qualifying for his closed system kits and he got 2 utis right after starting to use them. He then qualified back again for the closed systems but just got more ultram14c now as he was told by his supplier his closed systems are "backordered." He is using them now and has no uti symptoms but worried he will get more utis without his closed systems. When he first used these he said he got a uti in (B)(6) 2023 and then another in (B)(6) 2023 with total resolve of symptoms in between these utis for about a month. He said his uti symptoms are he starts to "feel sick, gets frequency voiding small amts frequently." He got his urine tested each time and antibiotic treatments each time." He said "he has no idea why he gets more utis while using the cure ultra as he and his wife who cath him other than the closed systems are better for uti prevention and he "just doesn't like them". Even with use of the catheter they are careful with hygiene and wear gloves as well as cleanse meatus with iodine. He drinks plenty of fluids and does not suffer constipation as he gets plenty of fiber/ and does a bowel program.". This emdr is to cover the first uti in (B)(6) 2023. A separate emdr will cover the uti reported in (B)(6) 2023.

Manufacturer narrative:
A2: age: 42, sex: male. Based on the available information, this event is deemed to be a serious injury. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 ; manufacturing site: 3005471919.